Event description:
During factory analysis of a returned blower, the blower stopped running during testing. Evaluation and further testing revealed a failure of the blower motor temperature sensor. The failure as reported may result in a vent inop condition during normal ventilation mode use.